Event description:
It was reported device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). There were no problems reported to have occurred with the device during the procedure. Before release, when the tug test was done, the device was well anchored in the laa. Post procedure, the patient experienced hypotension and intravenous fluids were administered. The patient went into a coma, and it was discovered the closure device had embolized into the left atrium. Several hours post index procedure the patient died.